Manufacturer narrative:
Other relevant device(s) are: product ID: vnmc4343c175tj, serial/ lot #: (B)(4), ubd: 01-sep-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 60mm thoracic aortic aneurysm. It was reported that during the index procedure, it was confirmed on final angiography that a dissection had occurred at a site where there was strong calcification (about 7.0 mm in vessel diameter) at the origin of the external iliac artery (eia). Intervention was performed and a non- mdt 10mm by 4cm stent graft was implanted as treatment which resolved the dissection. This was confirmed by angiography. As per the physician the cause of the event was anatomy. It was reported that as the patient was elderly, there was high possibility that dissection might occur in the access site which was tortuous and had severe calcification. No additional clinical squeal were provided and the patient is fine.